Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of needle retraction failure with lot 5323622 regarding item #382523. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. There have been 2 defective 22ga IV jelco's today where the needle would not retract. Both from same lot. Additional information 22-apr-2026: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No harm when you pressed the button, did the needle fully retract? Didn¿t retract did the needle retract slower than normal? No did the needle start retracting and then stop, leaving the needle exposed? No did the needle not move at all after pressing the button? No did the button depress? Yes.